Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was occluded the following information was received by the initial reporter with the following verbatim: indeed, users have reported that before 10pm, pressures at the central catheter were normal. From 10pm to 10:30pm, pressure variations between 70 and 100 normal. At 10:30 p.m., occlusion alarm, pressure above 300 (maximum authorized). Call pediatrician. Attempt to rinse with nacl at the octopus y-extender (upstream of the kt), unable to inject.attempt to rinse on the autoflush closest to the patient (directly connected to the kt), unable to pass nacl. Seen with pediatrician, autoflush changed at closest to patient, line reconnected with new autoflush, pressure back down to between 130 and 180.over the rest of the night, pressures remained stable at between 140 and 190, pressure check carried out every hour for the rest of the night. All clear. Pressures back down to 70/90 the next day.

Manufacturer narrative:
One mz1000 sample was received for investigation of pr (B)(4), in which the customer has stated "occlusion alarm, pressure above 300 (maximum authorized). Call pediatrician. Attempt to rinse with nacl at the octopus y-extender (upstream of the kt), unable to inject." No packaging was received with the sample; however, the customer has indicated that the lot number was 24036040. No sample of the connecting product(s) was received to aid the investigation. Examination of the sample found no visual damage or deformity which may have contributed to the customer's experience. The sample was then successfully accessed and flushed using a bd plastipak syringe from stock; no flow restrictions were encountered. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24036040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
No additional information.